Manufacturer narrative:
The device has been received for analysis, but the engineering report is not yet available. However, the analysis will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, before using the saber balloon on the patient, the air was removed from the system according to the IFU. However, when doing so, some air bubbles emerged, which means that the balloon has a leak somewhere, which is why the physician did not use that balloon. The procedure was then finalized with another saber balloon with another lot number. For the procedure, a saber pta catheter was opened. There was no difficulty removing the product from the hoop, or removing the protective balloon cover/ stylet. There were no kinks or other damages noted to the balloon, catheter or luer hub. There were no damages or anomalies noted to the packaging. However, when removing the air from the pta system, a leakage was noted at an unknown location and it was not used for the procedure. There was no patient injury as the original saber balloon was not used in the patient. Another saber balloon was used to finalize the procedure.

Manufacturer narrative:
Complaint conclusion: before using the saber balloon on the patient, the air was removed from the system according to the IFU (instructions for use). However, when doing so, some air bubbles emerged, which means that the balloon has a leak somewhere, which is why the physician did not use that balloon. The procedure was then finalized with another saber balloon with another lot number. For the procedure, a saber pta balloon catheter (bc) was opened. There was no difficulty removing the product from the hoop, or removing the protective balloon cover/ stylet. There were no kinks or other damages noted to the balloon, catheter or luer hub. There were no damages or anomalies noted to the packaging. However, when removing the air from the pta (percutaneous transluminal angioplasty) system, a leakage was noted at an unknown location and it was not used for the procedure. Another saber balloon was used to finalize the procedure. There was no patient injury as the original saber balloon was not used in the patient. The product was returned for analysis. A non-sterile saber 5mm x 4cm 90cm bc was returned. Per visual analysis, no anomalies were observed. Per leak test, the device was successfully flush tested. A lab sample .018¿ guide wire was successfully passed through the catheter via tip. The balloon was inflated and no leakage observed on any of the sections of the catheter. A device history record (DHR) review of lot 17121367 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer as ¿balloon-leakage-during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.